Manufacturer narrative:
The reported condition (unable to deliver cement) could not be confirmed since the involved product was not available to stryker for evaluation.

Event description:
It was reported that the autoplex system w/o vertaplex w/o needles was being used with the 11g needle and the vertaplex cement during a fracture procedure. It was observed during the procedure that the cement would not transfer through the needle. A second attempt was made to transfer the cement through the needle, which was unsuccessful. The surgeon changed to a competitors device which resulted in a 30 minute delay requiring additional general anesthesia for the patient. The procedure was completed successfully on the final attempt and there were no other patient/user injuries or adverse consequences.

Event description:
It was reported that the autoplex system w/o vertaplex w/o needles was being used with the 11g needle and the vertaplex cement during a fracture procedure. It was observed during the procedure that the cement would not transfer through the needle. A second attempt was made to transfer the cement through the needle, which was unsuccessful. The surgeon changed to a competitors device which resulted in a 30 minute delay requiring additional general anesthesia for the patient. The procedure was completed successfully on the final attempt and there were no other patient/user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be submitted after the quality investigation has been completed. Contaminated at user facility.